Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter separated at the level of the y involving a patient that was not able to do it by herself. We did it ourselves after as a test with a catheter not used on a patient but just to perform a test. We pulled on it very lightly and the catheter separated.

Event description:
It was reported that the catheter separated at the level of the y involving a patient that was not able to do it by herself. We did it ourselves after as a test with a catheter not used on a patient but just to perform a test. We pulled on it very lightly and the catheter separated.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no sample returned for evaluation and further investigation. Therefore, the actual root cause of this phenomenon could not be determined. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.